Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump was not explanted and an autopsy was not performed. A correlation between the device and reported event could not be conclusively determined. The instructions for use lists bleeding, stroke, and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the ER with neurological changes. Further testing revealed the patient had suffered a hemorrhagic stroke. The hospital staff felt that the patient may have experienced a fall at home prior to presenting to the ER due to observed bruises. The hospital staff did not attribute the fall or any issues to the patient's pump. The patient's inr at the time of the event was reported to be within normal limits. On (B)(6) 2015, the patient expired due to hemorrhagic stroke.